Event description:
It was reported the sponge of the minicap was dry. The patient stated the sponge of the minicap was white in color. The patient indicated they had discarded the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred on an unspecified date in (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.